Manufacturer narrative:
According to "internal audit procedure (csrp-08-01)" which is internal procedure, corentec shall retrieve the product from the hospital, surgeon, patient, or any other location where issued, so that proper investigation can be conducted. However, mandatory information(such as patient, surgeon, hospital, production batch, etc.) To conduct it has been unidentified in the report (#mw5145170), so corentec cannot attempt the product retrieval and the investigation is being limited. Also, corentec cannot find out any other surveillance record that can be related with subjected MDR (#mw5145170) in the qms. This reporting is unique in the history. In addition, corentec could not find out any other change record for the material, and any record for ndr that could occur this type of failure since the product was initially cleared 510(k). Unfortunately, root cause investigation can not have any progress under this restricted status, so corentec remains watching market and keeping surveillance also corentec will try to find out mandatory information for subjected MDR in the market. Once any further information that could resume the root cause analysis is found or reported, a supplemental will be filed accordingly.

Event description:
Lospa prothesis. It fell apart in 2 years and required revision surgery with a commonly used zimmer prosthesis. 2021 xray showed that the knee cap and the prothesis were both fractured completely in half (B)(6) 2021 surgery to incorporate a knee implant (zimmer) (B)(6) 2021 surgery to repair stretched ligaments on both sides of knee that caused excessive mobility, loosening of the knee. Surgeon implanted larger spacer to stretch the ligaments